Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted for gastrointestinal/pelvic floor. It was reported that there was a loss or change of therapy due to a bladder infection and urinary tract infection (uti). Although the bladder infection and uti had resolved, the patient was leaking all the time, peeing in her pants; the patient's symptoms were "worse than" they ever were. Increasing stimulation had not resolved the issue, so the patient wanted to change programs. During the call, the patient changed program 3 to program 1. The patient was going to monitor their symptoms on the new settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.